Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead with the distal tip measuring 45.2cm was returned for analysis. External insulation abrasion was noted at 34.6-35.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 7.7-9.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.